Manufacturer narrative:
Additional information received indicates that the site confirmed the presence of pump thrombus. The patient subsequently expired on (B)(6) 2016 and the reported cause of death was from a pump occlusion and cardiac arrest. An autopsy was not performed and the pump and peripheral equipment will not be returned for evaluation. The hvad system is designed to assist a weakened, poorly functioning left ventricle and is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use.  These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. According to the instructions for use (IFU), high watt alarms are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling.  The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy.  Device thrombosis and death are known potential complications that may be associated with use of this product and in patients with heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Updated information : it was reported by the distributor that this patient was admitted to the hospital with "high watt" alarms and subtherapeutic international normalized ratio (inr).  The patient received tissue plasminogen activator (t-pa) protocol.  It was further stated that the patient was on anticoagulation medication. The patient's hematocrit setting on the controller was correct. The patient did not present with any clinical signs and symptoms. It was stated that log files were provided. It was further stated that the patient passed away. No further information was provided.  The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. The reported event was confirmed as log file analysis revealed 551 high watt alarms have been logged since (B)(6) 2016. Starting on (B)(6) 2016 there has been an increasing trend in power to a peak of 9.9 watts on (B)(6) 2016 outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause can be attributed to external factors such as thrombus formation. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the distributor that this patient was admitted to the hospital with "high watt" alarms and subtherapeutic international normalized ratio (inr). The patient received tissue plasminogen activator (t-pa) protocol. It was further stated that the patient was on anticoagulation medication. The patient's hematocrit setting on the controller was correct. The patient did not present with any clinical signs and symptoms. No further information was provided.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.